Event description:
My son had an irritable bowel syndrome- stimulator device placed on (B)(6) 2025. Since that time, he has had serious sleep disturbances. The ib-stim is apparently disrupting his circadian rhythms and he has had very little sleep in three days. This side effect was not disclosed in the informed consent that we signed.